Event description:
Lab ran pts on the automatic coagulation timer, and the instrument reported the result as "ncd". The lab reported the result out as greater than 70 seconds. The pt was treated with vit k. Pt test was rerun later using a fibrometer, result was 7.6 seconds. There was no report of an adverse effect to the pt.